Manufacturer narrative:
Correction to: a1, a2 (age), b1, b5, b6, b7, d1, d2 (common device name), d4 (UDI number), e1, e2, e3, g3. Additional information: d2 (device product code), d10, e4, g5 (PMA/510k), h3, h6 (method, results and conclusions codes) the returned implant holder was evaluated. Visual inspection confirmed that the guide portion of the device had fractured off of the shaft. It is possible that repeated use and sterilization cycles over the lifetime of the device caused the material to gradually weaken over time such that an unexpected off-axis force during use would result in the device fracturing; however, this cannot be conclusively determined based on the information provided. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the inserter shaft broke making the surgeon unable to insert the blade. There was a surgical delay greater than 30 minutes to replace the instrument and complete the procedure. No patient harm was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Roi-a: broken instrument. According to the description provided , a cotter pin came apart and fell into the wound. It was retrieved and taken out of patient. The threaded rod striped out of the implant so it could not be controlled. The shaft of the inserter broke off the wing guide so everytime the surgeon hit it with a mallet, it bent over the guide making it impossible to deploy the blade, after many attempts, the doctor decided it was best to remove the blade and cage together. They burred portions of the anterior face of the implant per the surgical technique and removed the blades, then they used a kocher to remove the cage. The threaded rod was not coming out of the implant holder so the tech assembled the radd delivery system to implant the new cage. Following the surgical technique the new cage/blades were implanted. All together the case was delayed around 40-45 mins. No patient complication was notified. Additional information and product return were requested. Investigation still in progress.